Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded a red alert due to right ventricular (rv) high pacing impedance out-of-range of over 3000 ohms. The rv lead was subsequently evaluated but the impedance showed at 560 ohms within range. No change was noted in the impedance with isometrics, no abnormality was found under x-ray imaging. The physician decided to continue monitoring the patient. Both the pacemaker and the rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded a red alert due to right ventricular (rv) high pacing impedance out-of-range of over 3000 ohms. The rv lead was subsequently evaluated but the impedance showed at 560 ohms within range. No change was noted in the impedance with isometrics, no abnormality was found under x-ray imaging. The physician decided to continue monitoring the patient. Both the pacemaker and the rv lead remain in service and no adverse patient effects were reported.